Event description:
It was reported by the affiliate that the (2) er320 were used during a laparoscopic cholecystectomy procedure. It was reported that the clips were malformed. The case was completed with another device and there was no consequence to the pt.